Event description:
Surgeon reports lens cracked at peripheral margin of the fold of the optic. The length of the crack was 1-2 mm. The lens was removed and replaced with the same model lens. The surgeon indicated that he widened the wound but no other difficulties were reported.